Event description:
Procedure type: inguenal hernia repair. Patient gender: male. According to the reporter, the arterial branch of the epigastrics was pulled during dissection and caused bleeding. Btt balloon also ruptured towards the end of the procedure. The surgeon used a omst10sb to continue and applied clips and used cautery to control bleeding. It took over one hour to control bleeding and complete the case. The incision was not extended. Patient status is well. No patient injury was reported.